Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump has no power and does not turn on. The issue began in (B)(6). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages along with a cracked battery compartment. Review of the black box showed several unconfirmed ¿replace battery¿ alarms which had completely discharged the battery and resulted in the pump rebooting continuously. The battery cap was not returned and a new test battery cap was used to complete the investigation. The test battery cap was able to tighten properly onto the pump and the pump powered up to a dim and discolored verifying screen with the proper audible and vibratory alerts. Pump was exercised for 24 hours without incidents. Pump casing was opened to investigate and found no evidence of moisture damages or intermittent connections to the power circuits. Investigation was unable to duplicate the no power complaint.